Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose (sg) vs. Blood glucose (bg). The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported blood glucose value of 279 mg/dl. The event involved product(s) mmt-7040c1. Troubleshooting was performed for high blood glucose (bgs)/under delivery. Customer reported high blood glucoses. Customer has used the insulin pump system within 48hours of reported high blood glucose event. The customer has not used the smartguard/auto mode of the insulin pump at the time of reported high blood glucose event. Customer declined to check for possible site/insulin issues. Customer declined to check pump settings. Customer declined to test pump. Troubleshooting was performed for sensor glucose (sg) vs. Blood glucose (bg) guardian sensor 3/guardian 4 sensor. Customer has reported a discrepancy between sensor glucose (sg) and blood glucose (bg) which is not within range. Blood glucose value from reported event was 279 mg/dl. Sensor glucose value from reported event was 370 mg/dl. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. Product return for mmt-7040c1 is not expected.